Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low sensing, the lead was explanted and replaced during device upgrade procedure. There were no adverse consequences to the patient.